Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no ultrasound and an irrigation problem. Surgical timing and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the system experienced no phaco power and there was an irrigation problem. There was no patient harm. The company service representative examined the system and observed low phaco power. The reported event was found to be attributed to user settings. The company service representative increased the phaco power to 50%. The reported irrigation nonconformity was not duplicated. The battery was replaced as a preventive measure. The system was then tested and met all product specifications. The company service representative was unable to confirm the reported irrigation issue and found the reported phaco nonconformity to be attributed to low user settings. The system was manufactured on may 5, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported no phaco power can be attributed to low user settings. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. The surgeon suspects the issue was a setting of software.